Event description:
It was reported that a flo-gard infusion pump had a low battery. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. A low battery alarm was identified during the event history log review. The cause of the condition was determined to be a defective main battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.